Manufacturer narrative:
The device was returned to johnson and johnson medtech for evaluation. Visual inspection and deflection test of the returned device were performed following johnson and johnson medtech procedures. Visual analysis revealed reddish material presumably blood in the pebax section. Further investigation revealed a hole in the pebax. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The blood residues inside the pebax was not related to the reported event. The potential cause of the hole in the pebax could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal actions were found during the review. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch catheter and during the operation, the catheter was unable to deflect or relax completely. A second device was used to complete the operation. There was no adverse event reported on the patient. This event is not MDR reportable. The device was returned to johnson and johnson medtech for evaluation which revealed a hole in the pebax. This finding is MDR reportable.